Event description:
It was reported there was a power on reset (por) condition. The error code was 0x400, which was a parity por. The patient described the code as a ¿dr. Face and 3 letters¿. The messaged appeared 2 weeks prior to the notified date following a procedure that involved an ultrasound. It was unknown whether the ultrasound was therapeutic for the sciatic nerve or if it was used to navigate an injection. It was noted that the recharger was reprogrammed and the therapy was on and working well. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received 2 months later reported that the cause of the por could not be determined. It was noted that the patient was still receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0437297v, implanted: (B)(6) 2004, product type: lead; product ID 3487a-33, lot# j0357476v, implanted: (B)(6) 2004, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 74002, lot# n303304, implanted: (B)(6) 2011, product type: adapter. (B)(4).